Manufacturer narrative:
At this time, the product has not been returned.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance issues. Additional information from the field representative revealed that the physician caused a puncture on the lead with his needle, which caused the lead to exhibit out of range pacing impedances. Another lead was used and the issue was solved. No adverse patient effects were reported. The lead is not expected to return.

Manufacturer narrative:
The lead was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The lead damage allegations was confirmed by analysis along with many other punctures/cuts in the insulation. Deformed conductor coils were noted in a few places. Setscrew marks were noted on the terminal pin, but towards the proximal end, possible improper insertion depth. Visual inspection revealed no abnormalities other than induced damage. The electrical measurement allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance issues. Additional information from the field representative revealed that the physician caused a puncture on the lead with his needle, which caused the lead to exhibit out of range pacing impedances. Another lead was used and the issue was solved. No adverse patient effects were reported. The lead was returned and analyzed.